Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic after receiving hv therapy. Interrogation of the device revealed noise on the lead. Noise was not reproduced with isometric or positional testing. However, it was noted that lead impedance had steadily decreased. The lead was explanted.